Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about 3 months prior to the report (around (B)(6) 2019), the patient noticed shocking when they were getting out of bed. It was noted the shocking when getting out of bed occurred on 2 different occasions. The patient informed their doctor of the shocking, and the doctor told the patient to have a manufacturer representative (rep) check the device to see if it was "going bad" because it had been in the patient since 2012. The caller was redirected to the doctor and informed that the doctor needs to schedule the appointment with the rep. No further complications were reported or anticipated.